Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was unknown. The mother states the insulin pump alarmed motor error after a set change. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. However, the insulin pump did have a motor position encoder error alarm.the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.